Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 pocket c4 was failed to recover. A field service engineer found that the application had displayed a failed drawer, but there was nothing in the recovery storage space. The customer indicated it was cubie 5-2, position c-4. The cubie was removed manually, after which the customer successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had cubie failed but error message displayed as no pocket to recover. Drawer 5.2, pocket c4 had failed; however, when a recovery was attempted, no pocket was available to select for recovery. Customer rebooted the machine twice and powered it off for more than ten seconds before turning it back on, but the issue persisted without resolution. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.